Manufacturer narrative:
On (B)(6) 2016: tandem technical support received further information that the customer's pump had not cleared. The customer reverted back to insulin pens.

Event description:
The customer blood glucose (bg) level was 350 mg/dl and administered insulin pens to address bg level during the reported event. The customer indicated would use manual injections until replacement arrived.

Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was on a plane and upon arriving the contact stated the pump displayed an altitude alarm. The contact had removed the cartridge and attempted to reload the cartridge but was unable to clear the alarm. There was no reported impact to the customer's blood glucose level. During follow up with tandem technical support, the contact indicated that they were still receiving the altitude alarms but the pump was not available to troubleshoot. The contact stated the customer reverted to insulin pens.